Event description:
Our medic unit was dispatched to a pt with a chief complaint of breathing difficulty. On their arrival, the call was upgraded to a code blue as the pt was not breathing. The ez-io drill was utilized to obtain io access for medication administration for this pt. When used, this drill dropped power prior to obtaining access and subsequently the io needle was unable to be placed in the pt. This directly delayed the ability to push medications to this pt for several minutes. IV access was gained and the pt ws worked for some 20 minutes at full acls protocols, however the pt was called doa at the scene. We, of course, cannot say the death was contributed to the time delay, we are only attempting to document the incident. (B)(6).